Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Product history and complaint records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having intraocular lenses (iol) implanted bilaterally she has great difficulty driving a night due to haloes and glare. She has tried many different kinds of antiglare lenses but they do not seem to help. Additional information was requested. There are two reports associated with this consumer. This report is for the left eye.